Event description:
The surgeon reported observing iris lesions in the operative eye during a phacoemulsification procedure. The doctor stated that he did not see this effect with the non ellips fx handpiece. In addition, the doctor indicated that this occurrence is seen in pts with smaller pupils and flat anterior chamber depth. It is believed that the phaco tip and sleeve is coming in contact with the iris. Pt may have permanent damage to the iris. No severe problem yet, longer follow-up is needed.

Manufacturer narrative:
Customer has 8 ellips fx phaco handpieces; however, it is not known which handpiece was involved with the event. (B)(4). These handpieces have been returned to the manufacturer for evaluation. (B)(4): iris lesions.